Manufacturer narrative:
A review of the manufacturing paperwork has been requested.

Event description:
In 2006, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The pt experienced a type ii endoleak with aneurysm enlargement. In 2007 a re-intervention was performed and the right hypogastric artery was coiled in an attempt to resolve the type ii endoleak. However, this was not successful. The physician is monitoring the pt.